Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the prostate biopsy, the device self activated. Another device was reportedly used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection and functional/performance evaluation: the device was sent directly to the manufacturing site for service and repair. Service and repair facility evaluation results: it was found that the instrument was difficult to prime. Upon further examination, it was indicated that there was evidence of thick waxy substance on the inner components not allowing the sequencer to move freely and lock into place. This likely occurred as a result of improper maintenance by the customer that could have prevented the instrument from energizing properly. However, the definitive root cause is unknown. Medical records review: medical records were not provided for review. Image/photo review: medical images / photos were not provided for review. Conclusion: the investigation is confirmed for difficult to set up, as the device was difficult to prime in the as received condition. However, the investigation is inconclusive for self-activation as the device could not be primed during functional testing. Per the service and repair facility, a presence of a large amount of thick waxy substance covering all of the internal components was noted. This sample condition is consistent with improper maintenance. However, the definitive root cause for the self-activation could not be identified. Labeling review: specific warnings, precautions and directions for use of the magnum reusable core instrument are included in the current instructions for use (IFU). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the prostate biopsy, the device allegedly self activated. Another device was reportedly used to complete the procedure. No patient injury was reported.